Event description:
It was reported that the audiologist reported, during the patient's last clinic visit, that were two short-circuits, sc-a and sc-b and turned into the one short circuit. In addition, 2 channels were hi at a previous clinic visit and now 3 channels show hi. The other ok channels have altered from impedances around 7 kohms to around 13 kohms. The exact channels for the short circuits and hi's are not known during the call. The clinic will attempt to fax the telemetry to MFR's office for clarification. The clinic is considering revision.

Manufacturer narrative:
The device has not been explanted. It it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.